Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that initial follow up showed no endoleak but follow CT approximately three years later showed a type ia endoleak. It was reported that the stent graft had migrated as a result of the endoleak and was free floating in the aneurysm. As per the physician, the cause of the endoleak was due to enlargement of the aortic neck. No additional clinical sequelae were reported and the patient is being monitored.